Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "drawer not showing on bus" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu inspection process. According to work order #02041088, the fse reported that upon inspection of station rows b and c failed on auxiliary1 drawer 6. The fse proceeded to inspect back of drawer and replaced retractor band. The fse had customer verify drawer functionality, and all worked without issue. The report was closed. During dchu visual inspection: pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "drawer not showing on bus" was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that signs of thermal damage observed on the copper strands of assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.